Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? Please indicate if "foil" refers to the needle or the thread: when was the foil broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify how many devices demonstrated the alleged deficiency? There was no adverse consequence associated with patient. Foil refers to thread. Foil broke during use on patient. 1 device demonstrated alleged deficiency.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was there any adverse consequence associated with the patient? - please indicate if "foil" refers to the needle or the thread: - when was the foil broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - how many devices demonstrated the alleged deficiency? - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, one foil was broken and impacted sutures was discarded by dr. There were no adverse consequences reported. Additional information was requested.